Event description:
It was reported that the patient underwent a surgery and the detections were turned off. When the detections were turned back on, there was no capture observed on the right ventricular lead. Because the patient is ill and elderly, the detections were changed to ventricular pacing with just the left ventricular lead, and the right ventricular lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - save to disk pdd file (B)(4) provided was not useable, no s2d analysis data was reviewed.